Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced due to the ipg "battery running low". Reportedly, the patient stated they were not able to charge since early january. The ipg was replaced with a new one and the issue resolved.